Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). A field service representative (fsr) went onsite to evaluate the suspected device. The fsr confirmed the reported issue but evaluation and repair has not been completed. Once repair is complete, then a supplemental report will submitted.

Event description:
The customer reported that the vela ventilator was giving high delivered tidal volumes. The customer reported no patient involvement or allegation of patient harm.